Manufacturer narrative:
Three devices were returned and evaluated. The evaluation results are as follows: three devices were received and evaluated for the complaint regarding the needle button released event. Device #048837-a and #048837-c were received with the needle release button in the depressed (step 2 of 2) position. The needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for these devices. Device #048837-b was received with the needle release button in the unused position. The needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient reported that the needle button popped out when patient was doing bolus dosing. The patient stated that this has happened 3 times. The dates that this occured was (B)(6) 2021, and twice on (B)(6) 2021. The patient stated that she did not accidentally bang into anything. The patient did confirm that the needle did lock in place on all 3 v-go devices.